Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, d9, d10, h4 and h10 device inspection results. Correction to device inspection results: the camera head (ch-s400-xz-eb) was connected to a test processor for one hour of continuous operation and olympus confirmed the screen did not appear. A color bar error occurred (e221). The customer's complaint is confirmed. The video module-electrical contact was checked, and there was a scratch or pit. The pixels were also bad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because there are scratches and pitches at the video-module-electrical contact of the camera head, the camera head and the processors cannot communicate normally, leading to color bar error (e221) leading to the screen no longer being viewed. The following is included in the otv-s400 instructions for use - chapter 9 when an abnormality occurs: 9.2 how to identify and cope with abnormalities: "·code :e221 error content: camera head communication loss cause: failed communication with the camera head. Corrective action: turn off this product immediately and reconnect the camera head. After some time, turn on the power. If the same abnormality occurs after turning on the power again, immediately turn off the power of this product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
During the procedure, there was a ten minute delay while the camera head was exchanged with a replacement. The patient was under general anesthesia. The device was inspected before use and video output of the device was confirmed. No health damage occurred to the patient undergoing the procedure.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the image issue was unable to be reproduced. Evaluation did find the pixels were bad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the image of the 4k camera head disappeared on the video system. The issue occurred during a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.